Manufacturer narrative:
In this case, the customer observed positive results for one patient. The patient reported no covid-19 symptoms and tested negative for pcr, however no date for the pcr test was provided. The initial sample drawn from the patient on the (B)(6) 2020 returned positive results of 3.53 and 3.56 index compared to negative igg and igm results obtained with the maglumi assay. The patient had a new sample collected on (B)(6) 2020 which returned a positive result of 3.27 index. The customer provided additional abbott laboratory data. On the (B)(6) 2020, the patient was also tested for cmv with a reactive cmv igg result of 115 au/ml obtained and a nonreactive cmv igm result of 0.11 index returned. The complaint investigation for falsely positive results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Testing of the return patient sample reproduced the positive results obtained by the customer. In-house testing for reagent lot 16263fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Per limitation of the procedure section of the package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. Per the analytical specificity section of the package insert, the sars-cov-2 igg assay was evaluated for potential crossreactivity from individuals with other medical conditions. A total of 182 specimens from 36 different categories were tested. The 182 specimens tested included 5 cmv igg specimens one of which was positive by the sars-cov-2 igg assay. 181 specimens were negative for by the sars-cov-2 igg assay. In this case, the patient also tested reactive for cmv igg, however information was provided that the patient lives with her mother who also tested slightly positive on a rapid test for sars-cov2 igg. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2020-00043 under the same suspect medical device but an incorrect manufacturer name, city and state. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed false positive sars-cov-2 igg results generated on the architect i2000sr processing module for a (B)(6) year old pregnant female patient. The patient reported no covid-19 symptoms and the antigen pcr test was negative. The customer confirmed the results were being used for individual patient management. The following data was provided: on (B)(6) 2020 sid (B)(6) initial result = 3.53 s/c, repeat = 3.56 s/c (reference range: greater than or equal to 1.4 s/c = positive). On (B)(6) 2020 repeated with snibe diagnostic medical system maglumi ncov: igg = 0.574 au/ml, 0.560 au/ml (reference range: < 1.0 au/ml = nonreactive). Igm = 0.0 au/ml (reference range < 1.0 au/ml = nonreactive). The customer provided additional abbott laboratory data: architect cmv igg results = 115 au/ml (reactive), architect cmv igm results = 0.11 index (nonreactive). Additional data was received: a new sample was collected on (B)(6) 2020 sid (B)(6) initial result = 3.27 s/c. No impact to patient management was reported.